Event description:
Medtronic received information that approximately 4 weeks post implant of this 14mm pulmonary valved conduit in a 2 year old pediatric patient, it was explanted and replaced with a 14mm conduit of the same model. The reason for replacement was reported as the valve not properly opening due to adhesion of the valve leaflet to the wall of the blood vessel believed to be the result of the presence of a thrombus. It was later reported that the physician checked the condition of the valve after explant and found that the valve cusps and the vessel wall adhere to each other due to thrombus. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and analysis is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received additional information that post-operative coagulation therapy was performed as usual. It was reported that the issue was first noted on transthoracic ultrasound performed around 12 days prior to the conduit being explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared to have been cut on the proximal and distal ends. The existing leaflets were flexible except where host tissue is present. Tan thrombus was observed on the inflow and outflow of all leaflets. Commissure 1 appeared intact. The tops of commissures 2 and 3 appeared to have been cut during explant. Tan, thick thrombus lines the conduit wall; appearing to infiltrate the outflow of two leaflets. Thinner amounts of thrombus was present on the inflow surface of all leaflets. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported leaflet coaptation issue most likely are due to thrombus formation. The formation of thrombus or coagulated blood is highly dependent on patient (disease stage, hematological conditions, etc.) And procedural factors (anti coagulation, prolonged time in patient, ast etc.). Based on the limited information available, an assignable root cause cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.